Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that patient had diagnosis of acute myocardial infarction. While in cath lab, md inserted sheath via femoral artery. Iab was prepped per instruction. As md advanced tip of iab into sheath, the first two centimeters of iab tip "appeared unwrapped." Md manually tried to wrap membrane and insert it in the direction to assist with the wrap, but iab would not advance through sheath. Md removed iab with sheath and inserted another iab successfully. There were no reported patient complications.